Event description:
End user reported that the right front caster wheel on the dolamite legacy 600 rollator she received from the va broke off the unit when she went to sit, causing her to fall and hit her head. User went to the emergency room, x-rays were taken, user sustained bruising to her hip and chest. The va replaced the rollator.